Event description:
The customer stated she was taken to the emergency room for high blood glucose. No blood glucose reading was reported. The customer stated she experienced high blood glucose because insulin leaked from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.